Event description:
Complainant alleged that while attempting to treat a patient, the device displayed "defib fault 72", "defib fault 80" and "defib fault 108" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.